Manufacturer narrative:
(B)(4). The customer¿s report of an over-infusion was not confirmed. Visual inspection of the primary set showed no issues. Functional and pressure testing resulted in no leaking anywhere on the set. The event pc unit and pump module were not received for investigation. Rate accuracy testing was performed using the event set and a test lab pump and the infusion completed within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that a pump infusing 1000mg/100ml of propofol at 8 ml/hr was noted after 30 minutes to have infused all but 24ml. The nurse had another nurse double check the pump settings, which were noted to be correct. The pump was removed from the patient. The pc unit, channel and tubing were investigated by the facility¿s biomed department and no malfunctions were noted. The facility pharmacy department reviewed the pump event log which showed only 4.8 ml had infused. As a result of the event, the patient became hypotensive and required vasopressors.

Manufacturer narrative:
Correction: regarding previous mistaken indication that the tubing had been checked by the facility biomed.

Event description:
Received a copy of the customer's medsun report ((B)(4)) from the FDA which states, "the pt returned from the o.r. Without previous sedation drug of propofol per team order. A new bottle primed and restarted new tubing and bottle at 20mcgs/kg/min/ or approximately 11ml/hr. The pt's blood pressure started to drop so rate was decreased to 15mcgs/kg/min or 8.18ml/hr and levophed titrated to 100mcgs/min. The team was called to the bedside. Some time later, the rn noticed the propofol bottle fluid level was lower than expected. The rn initially programed the pump volume at 80ml and the pump read volume of 76.6 ml at the time of the incident even though less than 20ml remained in bottle with fast drip in chamber noted despite pump rate of 8.18ml/hr. The infusion was stopped and disconnected from patient. The clinical coordinator came to the bedside to double check infusion and pump. There was severe hypotension but no toxicity. Per pharmacy report run on channel and pump, only 8.4ml infused per pump but only 24ml was left in the propofol bottle. Per biomed report on the pump: "we tested the poc and all channels that were connected to the brain. We did not see any physical damage. All pieces tested ok. Pm's also passed on all equipment. We also tested the channels at the rates that were given and they delivered within specs." It is unknown what caused propofol bolus. Voluntarily reporting this event." Received a copy of the customer's medsun report ((B)(4)) from the FDA which states, "an alaris pump was running new bottle of propofol in the medical respiratory intensive care unit (mricu). The dose was 1000mg/100ml and it was running at 8.2 ml per hour. Within around 30 minutes all but 24ml of the propofol was missing in the bottle. The nurse had another nurse double check the pump settings, which were correct. The pump was immediately removed from the patient for investigation. The alaris pump report run by our pharmacy shows only 4.8ml had been infused. The alaris pump and channel investigation by our biomed department showed all were working correctly. Unknown if tubing error as no defect was identified." Correction to previous submission: the pcu and pump module were checked by biomed but the tubing was not checked.